Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices listed below are related to the reported event: serial #: (B)(4), catalog #: 1650de, exp date: 06/30/15, mfg. Date: 03/01/2014. (B)(4). Serial #: (B)(4), catalog #: 1650de, exp date: 06/30/2015, mfg. Date: 06/01/2014. (B)(4).

Event description:
It was reported from (B)(6) that this patient experienced a malfunction of three batteries along with several medium and high priority alarms. There was no reported patient injury.

Manufacturer narrative:
The reported event of several medium and high priority alarms was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of batteries (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed multiple premature switching events involving controller and batteries (B)(4). Additionally, critical battery alarms were triggered by batteries (B)(4). Log file analysis also revealed a power disconnect event involving battery (B)(4). These events can most likely be attributed to communication errors between the controller and the batteries or to faulty battery cells. Controller (B)(4) had not received an smr upgrade prior to these events. The manufacturer has opened an internal investigation to evaluate battery cell and battery construction failures related to lishen battery packs. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis revealed that batteries (B)(4) passed visual examination and functional testing. Analysis of batteries (B)(4) could not be performed since the devices were not returned for evaluation. The most likely root cause of the reported event may be a combination of a communication error between the controller and batteries and two batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) - expiration date: 02/28/2016 - device manufacture date: 02/23/2015. Battery - (B)(4) - expiration date: 01/31/2014 - device manufacture date: 01/01/2013. Battery - (B)(4) - expiration date: 09/30/2015 - device manufacture date: 09/01/2014. Battery - (B)(4) - expiration date: 02/29/2016 - device manufacture date: 02/01/2015. (B)(4).